Event description:
The customer's husband reported via phone call that the insulin pump experienced keypad issues. The customer explained that the numbers would go up while pushing the up arrow buttons for a bolus. The customer's blood glucose was 220 mg/dl. While troubleshooting, the customer stated that the insulin pump was next to her body while sitting under the sun. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.